Manufacturer narrative:
(B)(4) the event is currently under investigation.

Event description:
A (B)(6) male patient in the spiral-z post-market registry was noted to have an endoleak of unknown type at 413 days post procedure (procedure date (B)(6) 2014). The patient was being treated for a 53 mm aortoiliac aneurysm. The proximal neck had a irregular shape with complete plaque/thrombus. The iliac arteries had mild occlusive disease and mild calcification bilaterally. The left iliac artery had mild tortuosity and the right iliac artery had moderate tortuosity. The patient received a non-cook main body device, a non-cook left iliac leg, a non-cook right iliac leg, a non-cook left iliac leg extension, and a 13 mm x 122 mm cook right iliac leg extension. There was no difficulty deploying any of the devices. A molding balloon was not used. No additional devices were used and no additional procedures were performed. At the conclusion of the procedure, the devices were patent with no external compression, flow-limiting kinks, endoleaks or thrombus.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history and instructions for use (IFU) was conducted during the investigation. The lot number was not provided, therefore the device history record was unable to be reviewed. No medical imaging was provided, therefore no imaging review was completed. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, design verification testing included water permeability testing, migration resistance testing, and radial force testing. The results met the acceptance criteria. There is no evidence to suggest that the product was not manufactured to the correct specifications. The IFU provides instructions for use, contraindications, warnings and precautions regarding the appropriate method of use. Specifically, it states "additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures." Additionally, it states "the zenith spiral-z aaa iliac leg with the z-trak introduction system is indicated for use with the zenith aaa endovascular graft family of products, including the zenith flex aaa endovascular graft, zenith alpha abdominal endovascular graft, zenith low profile aaa endovascular graft, zenith renu ancillary graft, zenith fenestrated aaa endovascular graft, zenith universal distal body endovascular graft, zenith flex aui, or zenith branch iliac endovascular graft, during either a primary or a secondary procedure in patients who have adequate iliac/femoral access compatible with the required introduction systems." It is noted that the spiral-z iliac leg was implanted with other endovascular grafts from multiple manufacturers. This is considered off-label use of the device as the zenith spiral-z iliac leg is intended to be used with other zenith family of products. As the endoleak type was not reported, it is unknown whether the off-label use contributed to the endoleak. Without additional information, a definitive root cause cannot be established. The appropriate internal personnel will be notified and we will continue to monitor for similar complaints. Based on the risk assessment performed, no additional actions are required at this time.

Event description:
A (B)(6) yr-old male patient in the spiral-z post-market registry was noted to have an endoleak of unknown type at 413 days post procedure (procedure date (B)(6) 2014). The patient was being treated for a 53 mm aortoiliac aneurysm. The proximal neck had a irregular shape with complete plaque/thrombus. The iliac arteries had mild occlusive disease and mild calcification bilaterally. The left iliac artery had mild tortuosity and the right iliac artery had moderate tortuosity. The patient received a non-cook main body device, a non-cook left iliac leg, a non-cook right iliac leg, a non-cook left iliac leg extension, and a 13 mm x 122 mm cook right iliac leg extension. There was no difficulty deploying any of the devices. A molding balloon was not used. No additional devices were used and no additional procedures were performed. At the conclusion of the procedure, the devices were patent with no external compression, flow-limiting kinks, endoleaks or thrombus. On (B)(6) 2014 (41 days post-procedure), the patient was seen in follow-up. The aneurysm had contracted > 5.0 mm. Devices were patent with no external compression, flow-limiting kinks, thrombus, or migration. A type ii endoleak was noted. On (B)(6) 2015 (413 days post-procedure), the patient was seen in follow-up. The aneurysm had contracted > 5.0 mm. Devices were patent with no external compression, flow-limiting kinks, thrombus, or migration. An endoleak of unknown type was noted.